Event description:
It was reported that when the microcatheter was hydrated before the operation, water was found to be leaking from the middle of the catheter, and a small rupture hole was later found. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. There were no symptoms reported. The patient was being treated for right posterior communicating artery aneurysm. Access vessel was the femoral artery with a 5.2mm diameter. Vessel tortuosity was minimal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within its protective tray. Visual inspection/damage location details: the echelon-10 total length was measured to be 155.4 cm. The echelon-10 useable length was measured to be 147.6 cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be damaged at 49.5 cm from distal tip. The distal tip was found to be damaged (kinked) at proximal end to distal marker band. The distal tip appears to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from catheter body damage and distal tip. Upon further inspection, water was found to have exited a hole at catheter body damage 49.5 cm from distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The cause of the leak was found to be the damage (hole) at middle section of catheter body. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the catheter leak was not determined. There was no damage or evidence of tampering to device packaging.